Manufacturer narrative:
One osseotite® implant 3.75 x 13mm (oss313) was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the threads, and fracturing at the upper portion of the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 23 and used for approximately 7.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number 2010090774. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010090774) for similar event and 3 other complaints were identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss313). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The most likely cause for the event is patient parafunction over the course of 7.5 years. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that implant (oss313) fractured during restoration and it was removed. Tooth location 23.